Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens -11.00/+3.0/081(sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023. The lens was reported as having excessive vaulting. On (B)(6) 2023 the lens was replaced with a smaller length lens. Problem resolved.